Event description:
According to the patient: delta screw broke post-op. First surgery (B)(6) 2010. Revision (B)(6) 2011 broken portion (about 12mm) were retrieved, rest is secured and remains in patient. Evaluation by surgeon: "screw fragment dorsal of medial femoral condyle with appeal of capsule. Complex crack formation in medial pars intermedius of inner meniscus. Rupture of anterior cruciate ligament. Appeal of inner ligament. Articular effusion"

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the screw was broken 0.466" proximal to the distal tip. This type of event is typically caused by not inserting the driver co-axial to the bone tunnel, prying/leveraging the implant during insertion, improper bone preparation, or the implant not seated properly on driver. In addition, inherent viscosity testing (inherent viscosity is a measure of polymeric integrity and molecular weight and can be used to measure degradation over time) was performed on the returned screw fragment. IV test results reveal that the explanted screw fragment lost approximately 45% in IV since pre-sterilization. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint is still under investigation. Arthrex will notify the FDA of the results of this investigation once it has been completed.